Event description:
Device issue: dislodged stent. Time of device issue: during unpacking. Adverse event: none. It was reported that during device unpacking there was no stent seen on the delivery catheter. The stent was found on the table. There was no pt involvement. Although requested, there was no additional info provided.

Manufacturer narrative:
(B)(4). The device has been received; however, the investigation is not yet complete. A follow-up report will be submitted with any additional relevant info.